Event description:
Brush heads no longer staying securely attached to the hand piece...fall off...brush head ends up in mouth - oral-b [device breakage] . Brush heads wiggle in all directions - oral-b [device connection issue] . Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads wiggled in all directions on the oral-b toothbrush and it no longer properly brushed his teeth. No injury was reported. 15-nov-2022 follow up via e-mail and image: the oral-b toothbrush heads no longer stayed securely attached to the oral-b model 3756 toothbrush hand piece and fell off sometimes. When he would make one false move, the oral-b toothbrush head ended up in his mouth. No injury was reported.

Manufacturer narrative:
09-feb-2023 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Brush heads no longer staying securely attached to the hand piece...fall off...brush head ends up in mouth - oral-b [device breakage]. Brush heads wiggle in all directions - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads wiggled in all directions on the oral-b toothbrush and it no longer properly brushed his teeth. No injury was reported. 15-nov-2022 follow up via e-mail and image: the oral-b toothbrush heads no longer stayed securely attached to the oral-b model 3756 toothbrush hand piece and fell off sometimes. When he would make one false move, the oral-b toothbrush head ended up in his mouth. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.